Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One used catheter without packaging was returned for evaluation. Visual evaluation of the sample showed the used catheter to be stretched, kinked and sheared. However, since it was used and intentionally pulled on/tampered with, a thorough investigation was unable to be performed on the returned sample. Per the manufacturer`s investigation, this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: upon inspection another catheter of the same lot number broke in a physician's hand.